Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is female/52 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a nurse-led implantable loop recorder service is safe and cost effective journal of cardiovascular electrophysiology 2019; 30:2900¿2906. 10.1111/jce.14206. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icms). The article showed there were eight complications consisting of three infections, one case each of migration, erosion, protrusion, and two cases of re-positioning due to low r waves. The status/disposition of the icms outside of those that were re-positioned is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.